Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the complaint of back flow from secondary to primary tubing was received from the customer. A photo was also received where the set up of the tubing can be seen. Due to no sample being sent the complaint of backflow could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the iron preparation drug flowed directly into the as lvp 20d 2ss cv, and there was a backcheck valve found on it. The following information was provided by the initial reporter: "the information I have thus far is that a nurse hung a venofer infusion, secondary. At some point, she noticed the drug just pouring out of the secondary and going directly into the primary bag. The patient did receive some of the iron preparation. There was a backcheck valve on the primary set."